Manufacturer narrative:
Product complaint # (B)(4). Batch # unk the lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a gastric sleeve, oozing staple lines. The sales rep had the surgeon fire the stapler for about a second and a half, and had them wait twenty seconds then the surgeon fired the stapler pulsing with about a two second pause per pulse, down the staple line. The issue was resolved with clips. The first, the third, and the fifth staple lines were clipped there were six staple lines in total. The sales rep believed they saw on the fifth line the legs "x"ing. There were no patient consequences reported.